Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot meets all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: the sample was not returned; therefore, visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image review: three images were provided. Based on the images provided, several vascular stents were deployed at some time extending from the distal sfa through the proximal popliteal artery, can be confirmed. Based on the images provided, a contrast injected runoff of the arterial system demonstrated the sfa through the popliteal artery were patent with good blood flow, can be confirmed. Based on the images provided, a linear metallic wire could be identified: although, a detached crosser tip could not be identified. Conclusion: based on the images provided, a detached crosser tip could not be confirmed. Therefore, the investigation is inconclusive for a tip detachment. Per the reported event details, the tracking path was tortuous. Therefore, it is possible that patient factors contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current instructions for use (IFU) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser catheter s6 from the body and advance a guidewire through the lesion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately four and a half minutes of activation in the right distal sfa / proximal popliteal artery, the tip of the recanalization catheter allegedly detached during retraction and remained in the patient. It was further reported that the artery was totally occluded, so the risk for embolization was low. Reportedly, the patient was rescheduled and returned two days post event for further intervention; the lesion was crossed with a guidewire, angioplasty was performed, and a stent was deployed to appose the catheter tip against the vessel wall. Reportedly, the vessel was patent and good blood flow was restored. The patient was reported to be doing well post procedure.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot meets all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned with the product label. A complete core wire fracture, tip detachment, and catheter detachment were noted at the distal end of the catheter. The outer catheter was stretched, likely indicating excessive force contributed to the catheter detachment. The length from the strain relief to break in the core wire was approximately 141.5cm. The outer catheter measures 143.9cm from strain relief to catheter detachment indicating that 10.1cm of the outer catheter was not returned. No other anomalies were noted on the returned catheter. Functional/performance evaluation: no functional testing could be performed due to the condition of the returned sample (i.e. Detached catheter and tip). Medical records review: medical records were not provided; therefore, a review could not be performed. Image review: three images were provided. Based on the images provided, several vascular stents were deployed at some time extending from the distal sfa through the proximal popliteal artery, can be confirmed. Based on the images provided, a contrast injected runoff of the arterial system demonstrated the sfa through the popliteal artery were patent with good blood flow, can be confirmed. Based on the images provided, a linear metallic wire could be identified: although, a detached crosser tip could not be identified. Conclusion: the device was returned. Three images were provided. Based on the images provided, a detached crosser tip could not be confirmed. However, based on the condition of the returned device, the investigation was confirmed for a complete core wire fracture, tip detachment, and catheter detachment as the distal portion of the catheter was detached and not returned for evaluation. The definitive root cause for this event could not be identified. Due to the condition in which the sample was returned (i.e. Signs of stretching), it is possible that excessive force may have contributed to the event. It was unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser catheter s6 from the body and advance a guidewire through the lesion. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately four and a half minutes of activation in the right distal sfa / proximal popliteal artery, the tip of the recanalization catheter allegedly detached during retraction and remained in the patient. It was further reported that the artery was totally occluded, so the risk for embolization was low. Reportedly, the patient was rescheduled and returned two days post event for further intervention; the lesion was crossed with a guidewire, angioplasty was performed, and a stent was deployed to appose the catheter tip against the vessel wall. Reportedly, the vessel was patent and good blood flow was restored. The patient was reported to be doing well post procedure.